Event description:
It was reported that the patient had twice developed inflammation in the area of the subcutaneous implantable cardioverter defibrillator (s-ICD) header and the lead. The company representative inquired as to the components of the surfaces of the implanted products. No medical or surgical intervention was reported. It was additionally reported that the patient underwent a wound exploration procedure and the physician wanted to do a skin allergy patch test. The s-ICD system remains in service.

Manufacturer narrative:
Please refer to section b.2. For correction; removed "hospitalization".

Event description:
It was reported that the patient had twice developed inflammation in the area of the subcutaneous implantable cardioverter defibrillator (s-ICD) header and the lead. The company representative inquired as to the components of the surfaces of the implanted products. No medical or surgical intervention was reported. It was additionally reported that the patient underwent a wound exploration procedure and the physician wanted to do a skin allergy patch test. The s-ICD system remains in service.